Event description:
Intuvie received a report from right way medical indicating that during routine servicing the free flow clamp pinch clamp was stuck open due to fluid ingress. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report from right way medical indicating that during routine servicing, the free-flow pinch clamp was stuck open due to fluid ingress. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The issue was resolved by removing the pinch clamp assembly, cleaning it, and reassembling the clamp, after which the device functioned as intended. Reference to complaint # (B)(4).